Event description:
Discrepant pt results generated using a cell-dyn 1700 analyzer. A platelet result of 65 k/ul was reported for one pt and questioned by a physician. The physician performed a smear on the sample and confirmed a lower platelet result (no specific result provided). The account did not provide info pertaining to any flags or error messages that the cell-dyn 1700 may have generated to warn the user of suspect results. The account states that a previous result of plt=9k/ul was obtained. The account did not provide any specifics regarding the sample, test date or if the pt had received any treatment between the plt-65 k/ul and the previous result of plt=9k/ul. There may have been a possible delay in transfusion based on the higher result obtained from the cell-dyn 1700. It was not reported if a transfusion was given to the pt. No further impact to pt management was reported. The account requested a site visit by svc.